Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an electrical/electronic component problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of channel damaged. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a noise image occurs was found. There was no patient involvement.